Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a buzzing sensation above their back to the right on top of them like where they put the cords in the middle of their back that went down to their implant. Patient didn't provide the event date but did mentioned they would turn their stimulation off at night. Patient mentioned their implant was on their left side buttocks. The wire part would drive them out of their mind. Patient's representative showed them how to turn their stimulation off at night so they could go to sleep and it was better for them in the morning because the implant hadn't used the implant juice all night long so it would charge up not so fast but faster than it did before when the implant was low. Patient would get up in the morning and if they didn't turn it off at night they would get up in the morning at the implant would only be at 40% and sometimes the implant wouldn't even charge. Agent redirected patient to their hcp to address the issue.